Event description:
Medtronic (covidien) received report that during a procedure, two pipeline flex devices did not open distally and a marksman broke within the guide catheter. The aneurysm was previously clipped, unruptured, saccular, located in the left, ophthalmic internal carotid artery (ica). Patient's anatomy was extremely tortuous. The two pipeline flex devices were advanced easily without issue. Slack was removed from marksman prior to delivery. During delivery, both pipeline flex devices (MDR #2029214-2015-00802 and #2029214-2015-00803) would not open distally. The devices were resheathed and re-deployed two times each in an effort to relax the braid. These attempts were unsuccessful. The pipeline flex devices were re-sheathed and removed by grasping the pipeline flex delivery wire and microcatheter together. A pipeline classic was then implanted successfully. During pushwire removal, the distal capture coil became trapped in the mid-section of the microcatheter. When applying additional force to remove the microcatheter, the middle segment of the marksman microcatheter fractured within the guide catheter (MDR#2029214-2015-00804). The fractured microcatheter pieces were still in the guide catheter and were removed with the guide catheter. Angiographic result post-procedure was very slight contrast stagnation. No patient injury was reported as a result of this procedure. The patient was discharged the following day.

Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The proximal segment of the marksman was returned for evaluation without the push wire. The elliptical wire of the broken end was found exposed. The broken end of the distal tip exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicated that marksman broke when pulled exceeding the tensile strength of the tubing material. An in-house mandrel was inserted through the marksman hub and got stuck at the damaged location. No other anomalies were observed. Based on evaluation of the returned device, the customer's report of marksman break was confirmed. The broken end of the distal tip exhibited plastic deformation of the tubing material (stretching/jagged edges) which indicated that catheter broke when pulled and exceeding the tensile strength of the tubing material. All products are 100% inspected for damage and irregularities during manufacture. This event is also reported in MDR # 2029214-2015-00802 and 2029214-2015-00803. (B)(4).